Event description:
It was reported that the patient underwent bypass surgery and the atrial lead dislodged. As a result, the lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2014. (B)(4).